Event description:
At 1550 called to CT/radiology to place piv in patient for CT w/contrast #20g piv placed in l ac x 1 attempted place a baxter interlink system non-dehp IV catheter extension set #2n3378 on to angiocath and secured. Piv flushed very easily and +blood return then re-flushed. Power injector was attached to extension set to run a large amount of IV contrast for CT scan. Scan started and power injector started and extension set ruptured. Extension set removed and injection cap placed on angiocath. Piv flushed very easily. Extension set placed in a biohazard bag and both packaging and extension set saved to send to risk management. I have contacted baxter and am awaiting an answer as to the psi rating for the extension sets. CT scan commenced without incident. Risk management notified of product failure and cruo filled out.